Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient was experiencing unwanted rib stimulation from his scs system. The patient also complained of pain near the lead incision site. The patient stated the pain radiates up his back into his arm and is worse with stimulation turned on. Reprogramming was unable to resolve the issue. X-rays did not reveal any anomalies. Regardless, the patient underwent surgical where the scs system was explanted.